Event description:
It was reported that an ilet user experienced a "dosing stops soon" notification after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, with the device alarm history showing a g7 pairing failure and no dexcom app or receiver in use. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing, with the user entering fingerstick values into the pump while awaiting sensor warmup with no health impact. User support included guided troubleshooting with verification of the sensor code, toggling the sensor settings, and initiating a new pairing using the magnet method that led to a sensor warmup countdown. Investigation of this case revealed a cgm pairing failure that was addressed through pairing re-initiation steps, consistent with a communication or pairing issue between the g7 sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm pairing failure that resolved with standard troubleshooting.